Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode of the sensor of the insulin pump was missing when. The customer experienced a high blood glucose level of 13 mmol/l. The customer states that the customer was advised to discontinue use of the insulin pump revert to the back-up plan. The insulin pump will be returned for analysis.